Manufacturer narrative:
UDI: (B)(4). Investigation summary : the complaint device was received at the service center and evaluated. It was reported that defect. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: missing tissue seal, the protective earth resistance is out of range, handpiece: short circuit, handpiece: cable defect. The defective motor cable was replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts were identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated with manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent to which this complaint is observed in the field.

Event description:
It was reported by the customer in the (B)(6) that the micro tornado hp w handcontrol device had an unspecified malfunction. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. There was no procedure nor patient involvement reported. No additional information was provided.